Event description:
On (B)(6) 2011, a vns treating neurologist's nurse reported that the vns patient was experiencing an increase in seizures and behavioral issues. Results from a systems diagnostic test showed high lead impedance, a dcdc code of 7, and output status = limit. Normal mode diagnostics were not performed. The consultant had suggested that the physician disable the device because of the high impedance. It is unclear of what plans will be taken regarding the patient. The physician's clinic notes were received through case management. Review of the clinic notes revealed that the patient's high impedance was discovered on (B)(6) 2011 and that the patient had over 100 seizures since their last visit. The patient was seen on (B)(6) 2011, to disable the generator because of the high impedance. The clinic notes dated (B)(6) 2011, report that the patient has had frequent seizures but there has been no change since the last visit and the severity of the seizures has not changed. The patient and family feel he is doing fair overall. The patient's family has not yet decided whether to re-implant; they are considering surgical options and if they decide to replace the vns they will contact the manufacturer. Good faith attempts were made to the physician for additional information. On (B)(6) 2011 the physician's nurse reported that the physician has been out on sick leave and he will provide further information when he returns the following week; however no further information has been received to date. If additional information is received, it will be reported.

Manufacturer narrative:
Review of programming/device diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.